Event description:
It was reported there was no capture in the atrial lead. The physician attempted to reposition the lead, but was not able to fixate the lead in the atrium. The impedance measurement was high during the procedure. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.